Event description:
It was reported that the left ventricular lead was not able to be implanted due to patient anatomy. It was also reported that without occlusive venography the lead was implanted in the middle cardiac vein and dislodged during slitting. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.